Event description:
It was reported that the patient presented to the ER two days post generator changeout with a syncopal episode in which the patient passed out. Everything looked fine during interrogation until the nurse found long pauses on the recorded EKG strips. The lead was capped as a result of the pauses and no further patient complications were reported as a result of this event.